Manufacturer narrative:
The insulin pump was received with motor error during rewind due to corroded motor home switch. No unexpected reset to factory default settings noted. The displacement test could not be verified or the motor position encoder error alarm verified in alarm history screen due to motor error alarms. The device also had cracked case at display window upper right corner, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm and the settings were lost. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.